Manufacturer narrative:
The information provided in product code and common device name were incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer¿s blood glucose level was unknown at the time of the incident. The customer reports the insulin pump alarmed that button stuck alert button pressed for more than 3 minutes. The customer was sitting on the couch and he thinks he maybe he was sitting on the pump. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer¿s mother states her son is in a clinical trial. The insulin pump will not be returned for analysis.